Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she has been experiencing high blood glucose from 300 to 600 mg/dl and was having a hard time bringing them down. Customer stated his current blood glucose during the call was 384 mg/dl, treated with the insulin pump. Troubleshooting was performed on the insulin pump to ensure the device was functioning correctly. The customer's current symptoms were fever and not feeling well. The drive support cap was normal. No air bubbles or leaks were noted. The settings and history was checked and no anomalies were noted. High pressure test was not performed as the customer didn't have a tubing clamp, was informed one will be sent. No anomalies were noted on the device; however customer had been experiencing low fevers and wasn't feeling well. She was advised to call back to perform high pressure test, the device is not being returned for analysis.